Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the representative was not able to replicate the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used in a functional endoscopic sinus surgery (fess) procedure. It was reported that there was ear, nose, throat (ent) inaccuracy. During the case, the healthcare professional typically doesn't register until the middle of his case. The manufacturing representative on site stated that they registered about 3 to 4 different times finally ending at a 2.2 and 2.3 with a yellow circle around the desired area. They also stated that the doctor had moved down to trace some area of the cheeks. They were using the dwell method, new software, and when navigating it was noticed that they were off 7.2 mm in some spots. It was tested using the measure tool. Navigation was aborted for the procedure. There was no reported delay to the procedure and no impact on the patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The previous registrations were reviewed and showed trace points taken beneath the skin and trace pattern taken on the checks. The logs showed em interference was detected but the cause for interference is unknown. If information is provided in the future, a supplemental report will be issued.